Event description:
Information received from the field notes that the patient complained of dizziness when bending over. No atrial pulse was seen during asynchronous pacing. Ecgs revealed total pacing inhibition. Lead dislodgement was suspected due to the lack of atrial pacing in doo magnet mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative